Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the issue. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.